Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("chronic salpingitis"), embedded device ("the right fundus/cornu area has a 1.0 x 0.7 cm area of necrosis with an embedded silver-colored metallic, coiled wiring,") and device breakage ("metallic fragment of medical material, consistent with a component of an essure coil.") In a 38 year-old female patient who had essure inserted (lot no. E13075) for female sterilisation. The patient had a medical history of salpingitis, adenomyosis, augmentation mammoplasty, depression, anxiety, ovarian cyst, genital bleeding and pelvic pain. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 667 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced salpingitis (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy da vinci with left oophorectomy. And total laparoscopic hysterectomy da vinci with left oophorectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage, embedded device and salpingitis to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2019. As per mr: (B)(6) 2019. There were 2 trailing coils visualized. Discrepancy noted: removal date: as per argus: (B)(6) 2019. As per mr: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: gross description: the right fundus/cornu area has a 1.0 x 0.7 cm area of necrosis with an embedded silver-colored, metallic, coiled wiring, consistent with a portion of possible essure coil. Embedded in the lumen within the proximal end of the fallopian tube is a small, silver-colored, metallic fragment of medical material, consistent with a component of an essure coil. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received: event "medical device removal updated to essure micro-insert embedded" new event device breakage and salpingitis added, lot number added reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 573 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with unilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of salpingitis ("chronic salpingitis"), embedded device ("the right fundus/cornu area has a 1.0 x 0.7 cm area of necrosis with an embedded silver-colored metallic, coiled wiring,") and device breakage ("metallic fragment of medical material, consistent with a component of an essure coil.") In a 38 year-old female patient who had essure inserted (lot no. E13075) for female sterilisation. The patient had a medical history of salpingitis, adenomyosis, augmentation mammoplasty, depression, anxiety, ovarian cyst, genital bleeding and pelvic pain. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 667 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. On unknown date she experienced salpingitis (seriousness criteria medically important and intervention required) and device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy da vinci with left oophorectomy. And total laparoscopic hysterectomy da vinci with left oophorectomy). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage, embedded device and salpingitis to be related to essure administration. The reporter commented: discrepancy noted: removal date as per on (B)(6) 2019, as per on (B)(6) 2019, there were 2 trailing coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2019: the hysteroscope was advanced under direct visualization and scarring was inside the uterus. The tip of the right essure was noted. I could not see the left clearly. No abnormalities noted. Hysteroscope removed. Instruments were removed from the vagina. Sponge, needle, instrument correct x2. The patient tolerated the procedure well. [Pathology test] on (B)(6) 2019: gross description: the right fundus/cornu area has a 1.0 x 0.7 cm area of necrosis with an embedded silver-colored, metallic, coiled wiring, consistent with a portion of possible essure coil. Embedded in the lumen within the proximal end of the fallopian tube is a small, silver-colored, metallic fragment of medical material, consistent with a component of an essure coil. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.